Manufacturer narrative:
.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided.

Manufacturer narrative:
(B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for troponin t hs (high sensitive) stat (short turn around time) - tnths stat on an e601 analyzer. The sample initially resulted as approximately 2000 pg/ml and this value was reported outside of the laboratory. Later that same day, a second sample was collected from the patient and tested, resulting as 25 pg/ml. The result from the first sample was then called into question. The first sample was then repeated from both the original tube as well as from an aliquot cup, with each resulting as 25 pg/ml. The patient was not adversely affected. The tnths stat reagent lot number was 187548, with an expiration date of 12/31/2016. The customer has stated that they believe the issue to be related to a handling error since another patient from the same ward round also had a tnths stat level of 2000 pg/ml.